Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received indicating an invasive procedure was performed and this lead was surgically abandoned. A new lead was successfully implanted. No additional adverse patient effects were reported.

Event description:
Boston scientific received information that this brady device and right ventricular (rv) lead system exhibited high, out of range, pacing impedance measurement of greater than 2,000 ohms. Boston scientific technical services (ts) verified presence of noise and the field representative confirmed that no noise was observed. Additional information received that the pacing configuration was changed to unipolar and the patient will be continuously monitored. The system remains in service. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4).